Event description:
It was reported that the pump battery was depleting quickly, the insulin gauge was inaccurate, and that the wake button became detached from the pump. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.